Event description:
Same case as MFR ID # 2134265-2012-06374. It was reported that during a balloon angioplasty procedure, balloon rupture occurred. The target lesion was located in lower limb. The 10-4/5.8/75 ultra-thin diamond was used successfully. Upon removal of the balloon the physician encountered difficulty withdrawing through the sheath. Upon removal it was noted that the distal end of the balloon had broken away and had to be removed from the patient. A second 10-4/5.8/75 ultra-thin diamond balloon was used and ruptured upon inflation. Upon removal the balloon stuck in the sheath. The balloon and the sheath were removed from the patient. The procedure was completed with another 10-4/5.8/75 ultra-thin diamond balloon. No patient complications were reported and the patient status is stable.

Event description:
Same case as MFR ID # 2134265-2012-06374. It was reported that during a balloon angioplasty procedure, balloon rupture occurred. The target lesion was located in lower limb. The 10-4/5.8/75 ultra-thin diamond was used successfully. Upon removal of the balloon the physician encountered difficulty withdrawing through the sheath. Upon removal it was noted that the distal end of the balloon had broken away and had to be removed from the patient. A second 10-4/5.8/75 ultra-thin diamond balloon was used and ruptured upon inflation. Upon removal the balloon stuck in the sheath. The balloon and the sheath were removed from the patient. The procedure was completed with another 10-4/5.8/75 ultra-thin diamond balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device was received trapped inside the introducer sheath. The balloon was pulled distally from the introducer sheath and a build-up of blood was present in the balloon. During an attempt to inflate the balloon a 1.5mm longitudinal tear was present at the proximal transition zone. It was not possible to withdraw the device through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).